Event description:
It was reported that the implantable cardioverter defibrillator (ICD) initially appropriately withheld therapy for sinus tachycardia due to the morphology discriminator. However, electromagnetic interference noise caused the morphology discriminator to declare no match, and the ICD began to provide therapy. One of the cycles of intrinsic anti-tachycardia pacing (iatp) put the patient into fast ventricular tachycardia (vt)/ ventricular fibrillation (vf). The patient was promptly shocked out of the rhythm, and they continued to receive shocks until therapies had exhausted. The patient experienced pre-syncope. The ICD remains in use. It was further reported that the suspected source of electromagnetic interference was determined to not be the source of the noise. The patient was seen in clinic and isometric maneuvers and arm raising reproduced noise on the right ventricular (rv) lead. The source of noise was determined to be strong pectoralis activation. It was further reported that the patient received additional inappropriate therapy due to uncontrolled sinus rates, so the ventricular tachycardia (vt) zone was programmed off. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.